Event description:
It was reported that during implant of the implantable cardioverter defibrillator (ICD) the physician had trouble screwing in the setscrew and then the setscrew came out. The device was not used and another device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated foreign material on the top and bottom surfaces of the right ventricular (rv) grommet. The returned device indicated a missing rv set screw. If information is provided in the future, a supplemental report will be issued.